Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. (B)(4), the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
.

Event description:
.

Event description:
It was reported that during implant the lead was attempted to be placed in a left ventricular vein, but the implanter decided to use a different lead based on size and the ability to get the lead to an optimal placement. The lead was removed and another was implanted. The device was returned to the manufacturer after being explanted due to medical judgment/system change. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.